Event description:
The reporter stated, the surgeon inserted a cq2015a collamer aspheric three piece lens. The lens was removed due to lens tear. There was no pt injury. Backup lens, same model and size was implanted. This incident was due to loading error. The surgeon used a competitor's cartridge. The cartridge used has not been approved by the MFR for used with this model lens. Stated they are aware this is considered off-label use.

Manufacturer narrative:
(B)(4). Result: visual inspection of the returned product found the optic is torn. Both loop haptics are torn off and missing. Lens was returned dry. There was evidence of clear surgical residue. Conclusion: - based on the complaint history and the evaluation of the returned product, a likely root cause of the event has been determined to be due to the off-label use of the cartridge with this model lens.